Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D6a: estimated since it was mentioned stroke occurred six years after procedure.

Event description:
Reported via social media. It was reported via social media that a patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. It was reported that size (6) years after the implant, the patient had a cerebral vascular accident and was placed back on anticoagulation medication. No further information was provided.